Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 05/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: the pump was returned with all of the keypad buttons responding properly. The issue could not be duplicated. There was no physical damage on keypad and no contamination on the button contacts. Unrelated to the initial allegation, the battery compartment was cracked. The audio bolus button was damaged, but still responsive. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.